Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was received unresponsive; the charger briefly illuminated green and then turned off, and the pump did not power on with or without insulin, consistent with a device power failure and a sleep/wake button not responding. Symptoms included no adverse clinical effects reported. Outcomes included no impact on health or need for medical intervention. Investigation included troubleshooting and user education performed by support personnel. Investigation of this case revealed that the issue was resolved through guidance without further intervention. It was concluded that the device function was restored after troubleshooting, and no patient harm occurred.